Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4.0 x 40 75cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation at 20 atmospheres for 3 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another mustang¿ balloon catheter. No patient complications were reported and the patient's status was stable.